Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the tx60g stapler misfired and the staples did not form. Another device was used to complete the case. There was no consequence to the patient.